Event description:
#Medwatcher #(B)(4). Almost a week after I was in a lot of pain called doccoil office talked to a different doctor within the office said I shouldn't have been in pain they called something in for me was moody slept a lot depressed went for the three month check up my left coil needed to be taken out after it was taken out I am still in a lot of pain I have a big knot near my ovary periods are more painful I feel like I am going through menopause I have had a really bad kidney infection on the left side joint pain back pain.